Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a sensor scan result of 'hi' (reading greater than 500 mg/dl) on his adc freestyle libre sensor compared to a reading of 28 mg/dl obtained on an unknown blood glucose meter. Customer further reported that he was not feeling well and his responses were "slow and awkward' so emergency services were called. A glucagon injection was administered as treatment, as well as oral glucose tablets. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Removed the sensor plug and inspected sensor plug assembly; no failure mode was observed. The sensor plug was observed fully seated in the mount. The sensor neck was observed as not cracked or damaged. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a sensor scan result of 'hi' (reading greater than 500 mg/dl) on his adc freestyle libre sensor compared to a reading of 28 mg/dl obtained on an unknown blood glucose meter. Customer further reported that he was not feeling well and his responses were "slow and awkward' so emergency services were called. A glucagon injection was administered as treatment, as well as oral glucose tablets. There was no report of death or permanent injury associated with this event.